Manufacturer narrative:
The sets involved in the reported incidents were not returned for evfaluation because of the chemical hazards in handling. Six sets from the same lot number were functionally tested and no leakage was observed during the evaluations. The final product work order was reviewed and found acceptable. No conclusion can be drawn for the cause of the leakage.

Event description:
Received report of leaking tubing at cassette. It was found leaking at the weld where the valves are located at the d line. Solutions being infused include chemo drugs and blood products. Tubings were changed to solve problem, however there was a small amount of loss of drug and blood because of spill and re-prime, also required chemo spill regimen. No pt harm reported.